Manufacturer narrative:
In an associated case where user's sensor broke during removal procedure (MFR report # 3009862700-2024-00812), the hcp was unable to retrieve all the pieces of the broken sensor. However, a second attempt was made to remove the second piece of the broken sensor and it was successfully removed.

Event description:
On june 24, 2024, senseonics was made aware of an incident where the user's sensor broke into two pieces during removal procedure, and the hcp was able to remove only one piece of the broken sensor in the first attempt.